Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 15 mg/ml morphine at 5.010 mg/day and 3 mg/ml bupivacaine at 1.0020 mg/day via an implantable pump for malignant pain and other carcinoma. It was reported that the patient had increased pain. The patient's personal therapy manager (ptm) was displaying ptm code 8476 and had been hearing the pump beep. Upon interrogation, it was noted the pump was in a motor stall since 21:40 on (B)(6) 2016. The pump was turned to minimum rate until it could be replaced. The cause of the motor stall was not determined. It was noted the pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.